Event description:
It was reported that in 2010 the wires were loose so the patient¿s device was reprogrammed and amped up. The patient peed a lot. She had to do some exercises for a back injury and it seemed like the diminishment was related to that and that area was disrupted. The doctor¿s office said it appeared that maybe the wires weren¿t working so they amped up the voltage so she could feel it, which seemed to help. A healthcare professional later reported that there was no issue with loose wires in 2010 and the patient wasn¿t having any problems.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 3889-33, lot # v020254, implanted: (B)(6) 2007, product type lead. (B)(4).